Event description:
Herrick plug allegedly embedded in canaliculus of lower lid requiring a surgical procedure (i.e. Dcr) to remove. Oculoplast attempted to remove plug(s) with pressure irrigation prior to surgery without apparent success.